Event description:
Customer reported to beckman coulter, inc. (Bec) that either one or both reagent probes of the unicel dxc 800 synchron system (dxc 800) would start to leak when the instrument was in standby. Customer reported the probes did not leak when the dxc 800 was running samples. Customer reported the reagent probe drip tray was full of fluid. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed waste was not draining due to insufficient vacuum. The fse replaced the collar wash waste valve and resolved the leaking. The fse primed the dxc 800 forty (40) times with no leaking observed.

Manufacturer narrative:
(B)(4).